Manufacturer narrative:
(B)(4). As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Use errors and proper user instructions are addressed in ¿the homechoice and homechoice pro apd systems patient at-home guide¿, which is shipped with every homechoice device. The guide warns the user that connecting yourself before "connect yourself" can cause air to be delivered to the peritoneal cavity. The guide provides step-by-step instructions for connecting the transfer set to the patient line. The guide provides step-by-step instructions for properly priming the disposable set and warns the user not to connect to your patient line unless the fluid level is at or near the connector at the end of the disposable set patient line. The guide instructs the user to verify that the patient line is properly primed. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the care giver connected the patient to the patient line of the cassette during the priming phase of peritoneal dialysis. The technical service representative advised the care giver to aseptically disconnect the patient and to start therapy over using all new supplies. The technical service representative advised the care giver to not connect the patient until the home choice displays connect yourself. There was no report of patient injury, medical intervention, or adverse event associated with this report. No additional information is available at this time.